Manufacturer narrative:
The device referenced in this report was returned to siemens for evaluation. During visual inspection, it was found a bite mark at the tip of the transducer. A system test was conducted and the reported usacquisitionhw_0 error was able to be reproduced. Engineering was unable to perform acoustic performance test due to the system error message. A factory leakage test was performed and it passed at full level. A destructive analysis was performed and it showed a gf#6 mbusreset~gnd bar short (gf to cable soldering area). It was determined that the cause of the system error message was due to electrical cable short due to mis-operation by the cable repair vendor. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that during a 3d transesophageal echocardiography (tee) procedure during open heart surgery, a us acquisition hw_0 error was displayed. At the time, the transducer probe was inside the patient. When it was selected for use, the hardware error occurred. The user rebooted the ultrasound system but the same transducer error message reappeared. Another ultrasound system was brought in but the transducer gave the same hardware error. The user rebooted the system once again and used a v5ms 2d tee transducer to continue and complete the surgery. The open heart surgery was delayed by 25 minutes. There was no loss of data and there was no patient adverse event reported. No additional information was provided.